Event description:
It was reported during an ablation procedure, fluid leaking from the hemostasis valve of the fast-cath introducer was noted. After the introducer was inserted into the pt, when attempting to flush the device, fluid leaked from the hemostasis valve of the device. The fast-cath introducer was replaced to complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.